Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states during dialysis, blood leakage from a hole at the base of the y junction was discovered from the catheter. Dialysis was stopped and the catheter was secured. The catheter was pulled and replaced that same afternoon. The pt remained at the facility overnight because of bleeding control. The pt had a skin bleeding associated with catheter change.

Manufacturer narrative:
Submit date: 04/03/2013. An investigation is currently underway. Upon completion, the results will be forwarded.